Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with high threshold measurements. There was also oversensing of noise on the rv channel leading to pacing inhibition with less than two seconds asystole. A revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.